Event description:
It was reported that around the middle of a laparoscopic gastrectomy procedure, peeling of the device tissue pad occurred. The device was replaced with the same device and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. The lot number was 1xk with supplementary information number of ¿15". The product name / lot number were consistent with the complaint information. The tissue pad was found worn out, and it was partially peeled off review of DHR (device history record) for this lot found no abnormalities. The subject device was shipped in accordance with specifications. There are no abnormalities detected in the DHR for the following items related to the reported phenomenon: high frequency output. Appearance. The IFU (instructions for use) includes the following statements that warn against the issue. The instruction manual contains multiple warnings to the user, and the following description related to this reported event. Therefore, it can be inferred that mishandling of the device may have contributed to the reported event. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separation. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. In addition, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separation of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Based on the condition of the subject device, a likely mechanism causing the reported event might be the following: nothing grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. Olympus will continue to monitor complaints for this device.